Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result from the meter was 6.2 inr and the result from the laboratory was 4.1 inr. The laboratory reagent was not known. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer was not anemic or polycythemic, did not have antiphospholipid antibodies, was not on direct thrombin inhibitors, no heparin, and no symptoms of bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 1.3 inr, qc 2: 1.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.0 - 1.4 inr). All measurements were without error messages. The maximum difference between measurements was 0%.